Manufacturer narrative:
The customer sent two samples from the patient for investigation testing. The samples were tested on an in-house galileo using retention capture-r ready-screen, lot k148. The first sample reacted 1+ with cell 1 (jka homozygous), 2+ with cell 3 (jka homozygous), and negative with cell 2 (jka negative) and 4 (jka heterozygous). The second sample reacted 2+ with cells 1 and 3 (jka homozygous) and 1+ with cell 4 (jka heterozygous). The second sample was also tested with retention capture-r ready-ID, lot id089. The returned sample reacted 2+ with cell 7 (jka homozygous). The samples appears to contain an anti-jka demonstrating dosage effect. The event appears releated to the nature of the sample.

Event description:
Customer reported, that a patient sample tested antibody screen negative on one galileo and positive on a second galileo when using capture-r ready-screen, lot k148.